Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -13.0/1.5/128 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. Low vault was observed. On (B)(6) 2022 the lens was explanted. Cause reported as unknown.

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of 13.0/1.5/128 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2020. Low vault was observed. On (B)(6) 2022, the lens was exchanged for a longer length lens and the problem was not resolved. See MDR#: (B)(4) for exchange lens. H3: product evaluation: lens returned in a microcentrifuge vial; dry. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).